Event description:
It was reported that customer experienced difficulty pressing pump quick bolus and wake button, which often required multiple presses to turn on pump screen, even after removing pump from case. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through button troubleshooting steps, confirmed pump display could still be turned on, and arranged replacement pump within warranty, with problematic pump scheduled to be returned.